Manufacturer narrative:
While on the phone with dario's representative, the user stated that the bg readings with the dario meter were 50 mg/dl to 60 mg/dl higher than her other meter and cgm, which only had a 10 mg/dl difference between the two. The user stated that she was unable to troubleshoot at that time. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On january 27th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter a bg reading of 181 mg/dl compared to a bg reading of 51 mg/dl from her backup meter and cgm. The user also reported that the bg reading of 181 mg/dl did not align with how she was feeling.